Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.